Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Event description:
Allegedly after a few years of satisfactory results, patient began to have pain in the right knee. At the revision surgery, surgeon found that the tibial insert was loose from its capture mechanism. It was his observation that the dovetail capture mechanism of the tibial insert had failed due to cold flow of poly.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.